Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Additional information has been requested. (B)(4).

Event description:
A health professional reported that during an intraocular lens (iol) implant surgery, a cartridge presented with a crack and the implant was stuck inside the cartridge. Additional information has been requested.

Manufacturer narrative:
With the new information received makes this record not reportable. There will be no further reports sent in under this mfg number. The manufacturer internal reference number is: (B)(4).

Event description:
New information received from the customer stating this event occurred before surgery and before touching the patient.